Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a loss of therapy. There was an out of regulation (oor) message on the patient programmer (pp). No environmental/external factors led or contributed to the event. Impedance tests were performed and were normal. The device was replaced and normal effective therapy was achieved. The issue was resolved at the time of report. Additional information received reported there was no patient injury or death and invasive intervention and hospital admission were taken as a result of the event. In (B)(6) 2016, the patient began having episodes of stroke-like symptoms and dysarthria periodically. The symptoms did not occur when the ins was deactivated. The oor message began to appear on the programmer which would indicate a short circuit. The system was revised in (B)(6) 2016. The leads and extensions were checked and found normal impedance. The ins was replaced as a precaution. The extensions and the pocket adaptor were cleaned and dried. The impedances were re-checked with the new ins and they were normal. They had no issues since.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly; the ins was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.